Event description:
It was reported that during a procedure, the device felt off balance and was vibrating before the bur broke. There was no adverse consequences or surgical delay as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The device was not available for return. The quality investigation is complete. Device not returned to manufacturer.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure, the device felt off balance and was vibrating before the bur broke. There was no adverse consequences or surgical delay as a result of this event and the procedure was completed successfully.